Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg was tilted causing communication issues when charging. The patient also requested the ipg be moved to a more convenient location for charging. The ipg was explanted and replaced in a new location which resolved the issue.